Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to the fill line. The plunger has underrode the lens and the plunger is oriented toward the right side of the device. The optic is rotated and raised on the folded right side. The optic material is torn due to the advancing plunger underride. The trailing haptic is misfolded/looped around the plunger tip and advanced under the optic. The distal haptic portion is broken, positioned on the right side of plunger. The leading haptic is folded into the optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger underride was observed. The root cause cannot be confirmed for the complaint. Optic damage was observed due to the advancing plunger underride. The trailing haptic is misfolded/looped around the plunger tip. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was defective on a preloaded device. Additional information has been requested.